Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue. The fse replaced the washer electrode assembly to resolve the issue. The aia-2000 analyzer returned to operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 07apr2019 to aware date (B)(6) 2020. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [2001] washer shortage. Operation stopped. Cause: the washer tank was found to be empty at the start of measurement. Measuring operation is stopped. Solution: replenish the washer and retry the measurement. The probable cause of the issue is attributed to faulty washer electrode assembly.

Event description:
A customer reported error 2001 washer shortage. Operation stopped, on the aia-2000 analyzer. The wash bottle was observed to be full. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting beta-human chorionic gonadotropin (bhcg) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.